Event description:
A 52 year old woman with a history of complex regional pain syndrome had been implanted with a medtronic manufactured pump and catheter following a malfunction of the patients previous non-medtronic pump. At the time the old catheter had been tied off in the gluteal pocket and left in place at the t8 level prior to the medtronic pump and catheter being implanted. Two years after the medtronic pump implant the patient had significant weight loss and the pump became loose causing discomfort and fullness. A pump revision occurred to place the pump in the abdomen. On day 12 following pump revision 675 cc of fluid had been drained from the gluteal pocket. There had been no signs of infection. A computerized tomography scan showed fluid collection in the abdominal pocket as well. A drain had been placed in the patients. It had been determined the patients first catheter that had been tied off and left in place created a cerebrospinal fluid leak causing the fluid buildup. The catheter was removed and within 24 hours the event had resolved.

Manufacturer narrative:
Offield lb, fernandez ve. Case report: an unexpected complication of intrathecal therapy. A a pr. 2024;18(4):e01774. Doi:10.1213/xaa .0000000000001774 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Notified date for event corrected to 2024-05-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.